Event description:
It was reported that the patient failed to thrive after left ventricular assist device (lvad) implant and ultimately passed away on (B)(6) 2023. The definitive cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The device operated as expected and was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-032688 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.